Manufacturer narrative:
Additional information: h4, h6, h11. Correction: d4 UDI #. H4: the lot was manufactured between (B)(6) 2023 and (B)(6) 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed droplets of fluid located on the exterior surfaces of the device, which suggested a possible leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked through the filling port during use. The device contained fluorouracil. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.